Event description:
It was reported that the artificial urinary sphincter (aus) "reservoir" was repositioned due to migration. Only an accessory kit was used during the surgery. Additional information received states the balloon component migrated from "muscle to fat tissue" and was visible under the skin. The migration is believed to be related to the patient's loss of weight.